Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, the consumer had slurred speech and an alert customer care representative established that the consumer was alone. At that time, the representative contacted 911 to get the consumer medical assistance. When the emts arrived, they assured the customer care rep that they would handle the event from there. The call was terminated. Several attempts were made to contact the consumer for further information, no answer / no voicemail. When contact was established, it was stated that the meter and test strips in question will not be returned for evaluation, in all the confusion they were misplaced.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.